Manufacturer narrative:
Event was reported to (B)(4). Per the user facility (B)(4) report: patient's year of birth = (B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a contralateral percutaneous transluminal angioplasty (pta), the flexor balkin guiding sheath broke in the middle upon removal. Another manufacturer's wire guide was inside of the lumen of the sheath; a dilator was not in the sheath. The patient's leg was punctured on the right, and the pta was performed on the left profunda exit. The puncture site was noted to have very scarred tissue and "changes;" a femoral fork patch had previously been performed at the puncture site. The patient's arteries were calcified. It was noted that a high amount of friction was encountered during sheath insertion. The pta procedure was able to be successfully completed; however, great effort was required during sheath removal. The sheath tore several times, and as the physician could not grip the portions, he fixed the remaining sheath portions with a clamp, which hemorrhaged. The patient was take to the operating room for emergency surgery to retrieve the sheath portions by exposing the groin (two (2) portions were recovered); however, approximately one (1) centimeter (cm) of the sheath remained. Two days later, the physician performed endovascular crossover contralateral retrieval from the left femoral artery using a twelve french (fr) sheath and two over the wire pta balloon catheters (other manufacturer), and successfully threaded the remaining sheath portion. Per the user facility federal institute for drugs and medical devices (bfarm) report, endovascular crossover retrieval was performed three (3) days later. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the distal segment of sheath tubing was completely detached, and the tubing of the proximal segment was separated into three pieces. The fragments of the device were connected by exposed coil. Additionally, the sheath tubing was observed to be frayed at the separation sites. Additionally, a document based investigation evaluation was performed. A review of the device history record showed two nonconforming events which could contribute to this failure mode; however, both devices were scrapped and not replaced. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.